Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting farawave catheter into faradrive sheath and bleeding the air, air leak was observed from the valve. An anomaly with the valve was suspected. The procedure was completed successfully by using a different device (same model). No air was seen in the patient. No patient complications have been reported. The product is expected to be returned for analysis.

Event description:
It was reported that during the pulsed field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after inserting farawave catheter into faradrive sheath and bleeding the air, air leak was observed from the valve. An anomaly with the valve was suspected. The procedure was completed successfully by using a different device (same model). No air was seen in the patient. No patient complications have been reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted found a kink near the distal tip of the shaft. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.